Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 151mg/dl. The caller stated that she is not sure if the buttons were pressed for three minutes or longer. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The device was unable to prime during the prime test as a result of a loose motor support disk.